Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on the leads and magnetic resonance imaging (MRI) compatibility. The patient has impedances within normal range post operatively. Explanted devices will not return due to facility policy and electrocautery was used during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079703. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16613508. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 16613508.